Event description:
It was reported that it was determiend through radiological evaluation the patient's implant had fallen into varus and there were areas of lysis around the femur and tibia. During the revision, the component was found loose. Gross sinivitis was noted in the knee. The poly surface of the tibia showed minimal wear marks. The revision was successfully completed.

Manufacturer narrative:
A review of the implant's device history record indicates that it was manufactured to specification. The implant involved in the event will not be returned, as it was disposed of by the hospital. No conclusion can be drawn based on the information provided.